Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital and admitted due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the arm between 24 and 36 hours. At the hospital, a new pod was applied with bolus delivered and a manual insulin injection was administered.